Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of a 26mm sapien 3 ultra valve, by transfemoral approach. The esheath was inserted easily despite the 5mm femoral artery. However, when introducing the valve, the valve would not advance farther than halfway up the esheath. After an estimated five (5) minutes of trying to advance the valve, both the valve and the esheath were retracted simultaneously, to try to advance the system in a more proximal portion of the descending aorta. Due to the patient's anatomy, it was felt that the valve may be getting constrained at a tortuous segment along with calcifications. After retracting the system together slightly and, then attempting to advance the valve again, the valve was noticed to have a bent strut distally. The esheath and ds were taken out of the patient together and a new system was prepared. Patient was stable and the new esheath was inserted smoothly. The new valve was also inserted very smoothly as well, not having the same problems as the first system. Valve was deployed at nominal inflation at a position of 90/10 as intended. The femorals were checked under fluoro and it was found that there was a dissection in right iliac. Patient remained stable during the entire procedure. A right iliac stent was successfully implanted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the engineering evaluation. Updated d4, h4, and h6. Through follow up it was learned that the final patient outcome was a success. Per medical opinion, the root cause of the event was calcified and tortuous patient anatomy. The device was not returned for evaluation despite multiple attempts. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the site and revealed the following: one strut was bent outwardly at the inflow in patient. One strut was exposed through the sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed based on the provided imagery. A review of the DHR, lot history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''it was a case of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. The esheath was inserted easily despite de 5mm femoral. However, when introducing the 26mm sapien 3 ultra valve, it could not advance farther than halfway up the esheath. After an estimated five (5) minutes of trying to advance the sapien 3 ultra valve, both the valve and the esheath were retracted simultaneously, to try to advance the system in a more proximal portion of the descending aorta. Due to the patient's anatomy, it was felt that the valve may was getting constrained at a tortuous segment along with calcifications. After retracting the system together and, attempting to advance the 26mm sapien 3 ultra valve again, it was noticed to have a bent strut distally. The esheath and delivery system with crimped valve were removed from the patient as a subgle unit. The esheath was only confirmed to be damaged after retrieving from the patient'', ''as per medical opinion, the root cause of the event is related to the calcified and tortuous patient anatomy''. The presence of tortuosity (moderate-severe), calcification (moderate) and undersized (less than 5.5mm per IFU requirement) access vessel, could create a challenge pathway during the delivery system (with crimped valve) advanced through the sheath, it led to the high resistance and push force. So, if the excessive force was applied to overcome the high resistance, it could lead to crimped valve punctured through the sheath resulting in bent strut. Per training manual, ''push force can vary due to angle of inssertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. No labeling or IFU/training inadequacies were identified. A product risk assessment (pra) has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted as the device was returned and evaluated by engineering. The returned device was visually inspected for any abnormalities and the following was observed: valve strut was protruding through sheath strain relief. One (1) strut bent at inflow side. Updated h6 type of investigation code.